Event description:
It was reported an initial knee surgery was performed on an unknown date. Subsequently, the patient underwent a revision surgery due to loosening. All available information has been provided.

Manufacturer narrative:
(B)(4). D10: unknown, tibial component, unknown lot. Unknown, articular surface, unknown lot. G2: foreign: new zealand. Proposed component code: mechanical (g04) - femur. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; h2; h3; h6; - no product was returned or pictures provided; visual and dimensional evaluations could not be performed. - review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. - device is used for treatment. - insufficient information provided. Unable to perform a compatibility check. - review of complaint history found no additional related issues for this item and the reported part and lot combination. - radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: knee arthroplasty complicated by fracture of the medial femoral condyle and subsidence of the femoral component resulting in varus malposition of the femoral component. Pre-existing generalized reduced bone mineral density is identified as a risk fracture for femoral condyle fracture. - a definitive root cause cannot be determined. - no corrective actions, preventive actions, or field actions resulted after investigation of this event. Complaint is not confirmed. D4: attempts have been made to gather all product identification information and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.